Event description:
It was reported that alarm 01 occurred and caller could not continue using original cartridge, which was no longer available for inspection. There was no adverse impact to the customer's blood glucose level. Caller loaded a second new cartridge and successfully resumed insulin delivery as instructed by technical support, and no additional issues were reported.